Event description:
It was reported that deep vein thrombosis (dvt) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. One day post-procedure, a dvt was noted in the left leg. The patient was kept for monitoring in the intensive care unit for one day. No further intervention was required and the patient was discharged.